Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and ran the vent for over 20 minutes with the original circuit and settings but was unable to duplicate the discrepancy. The occlusion alarming might be from kinking in the patient tubing or too much humidity from the humidifier into the filter. The humidifier does show some water in it. Ovp (operational verification procedure) was performed and passed all test per the avea service manual. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator was occurred circuit occlusion and stop delivering flow. The issue occurred during patient-use and the device was replaced with another ventilator. The patient desaturated but saturation level improved after the patient was transferred to a different vent. The customer confirmed that there was no patient harm associated with the reported event.